Event description:
Clearfix meniscal screw removed 12 mths. Post-op. The screw is made up of poly lactic acid and so should start to break down after 6-8 weeks and disappear. In this case, for some reason didn't and meant a source of irritation for the pt, resulting in surgery to have it removed.